Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced difficulty urinating, discomfort, and hematuria. The patient was able to partially void, but the physician placed a catheter to drain the bladder. The physician believes the device size may have been incorrect and that placement could have played a role. The patient felt generally unwell, and the physician suspects the sphincter implant may have contributed to the discomfort. A cystoscopy and possible cuff replacement are planned, and the device remains implanted. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reason for discomfort, urinary retention, size incorrect for patient, hematuria, malposition of device was determined to be due to a measurement error during the original implantation procedure. The provided event description indicates the device was in good condition when the package of the original device was opened. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a measurement error by the original implanting physician was the most probable cause of the complaint. Based on the information available, this investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced difficulty urinating, discomfort, and hematuria. The patient was able to partially void, but the physician placed a catheter to drain the bladder. The physician believes the device size may have been incorrect and that placement could have played a role. The patient felt generally unwell, and the physician suspects the sphincter implant may have contributed to the discomfort. A cystoscopy and possible cuff replacement are planned, and the device remains implanted. There were no further patient complications reported.